Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-oct-2018 with the following findings: during investigation, it was found that the display screen and the display lens were cracked. Unrelated to the original complaint, the battery compartment was cracked from the threads to the case seal on side of the pump. The battery compartment was found to be warped causing a battery not to fit. Unable to download the pump due to the case damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display screen was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.